Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Follow-up nr.1, corrected data: (B)(4).

Event description:
The following was reported to hamilton medical ag: troubleshot bad o2 mixer, found during preventive maintenance no patient involvement.

Event description:
The following was reported to hamilton medical ag: troubleshot bad o2 mixer, found during preventive maintenance. No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Follow-up nr.1, corrected data: cer number is (B)(4), not (B)(4). Hamilton medical ag complaint number: (B)(4). Follow-up 2 - corrected information: field d4 was updated with full UDI information. Updated fields: b4, d1, d3, d4, g6, h2, h4, h11.

Manufacturer narrative:
Hamilton medical ag case number is(B)(4).

Event description:
The following was reported to hamilton medical ag: troubleshot bad o2 mixer, found during preventive maintenance no patient involvement.

Event description:
The following was reported to hamilton medical ag: troubleshot bad o2 mixer, found during preventive maintenance. No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Follow-up nr.1, corrected data: cer number is (B)(4), not (B)(4). Hamilton medical ag complaint number: (B)(4). Follow-up 2 - corrected information: UDI related data quality updates only. Field d4 was updated with full UDI information. Updated fields: b4, d1, d3, d4, g6, h2, h4, h11. Follow-up 3 - additional information: the entry fields b4, g6, h2, h3, h6 and h11 have been updated. During clinical use at (B)(6) hospital, the ventilator generated a high-priority alarm indicating "oxygen supply failed" the alarm was both visual and continuous audible, and the failure was reproducible. The device was being used within its intended purpose during ventilation. Nevertheless, the event did not cause or contribute to a death or serious injury for a patient. Device logs were requested but had not been received at the time of reporting. Based on available information, the issue was likely related to the o2 mixer assembly, potentially involving the proportional valve, qo2 flow sensor, or driver board. The o2 mixer assembly was replaced, and the software was updated to version 3.0.3. The malfunction was rectified, and the device was returned to service.